Event description:
Info was rec'd that reported, a pt was hospitalized on thursday, 2006 with hyperglycemia. The reporter stated the pt's blood glucose was over 500 mg/dl for which they gave a correction bolus. This did not bring down the pt's blood glucose so they changed out of site, set and cartridge and gave an additional correction. This did not bring the pt's blood glucose down, they disconnected and tested delivery and could see insulin coming through the set, a third correction was attempted, but this did bring the pt's blood glucose below 500. The pt was admitted to the hospital and treated with IV insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.